Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the stapler 45 instrument (part# 470298-14 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler 45 instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 38 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: the stapler instrument was unable to unclamp from tissue during a surgical procedure. The srk was used to successfully open the jaws. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler 45 instrument was stuck and was unable to unclamp from the patient's tissue. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the customer had already pressed the emergency stop button on the system. The tse guided the customer through stapler release kit (srk) usage and then it was noted that it was not working because the tip of the key was broken inside the hole. They finally were able to uncover the hole and complete the stapler release with no clinical consequences. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed that the instrument was inspected before use. A sleeve gastrectomy procedure was being performed when the issue occurred. A blue reload was being used, and the instrument was functioning without issue. The customer believes the issue occurred during the 5th-6th firing. The customer stated that the system reflected an error message saying, ¿unable to complete fire,¿ and then, while the stomach was clamped, it was impossible to take control of the stapler. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There were no malformed staples. The patient¿s tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue bunching or tension. The procedure was completed with no report of patient harm, injury, or adverse outcome due to the alleged product issue.

Manufacturer narrative:
D15- intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have an unclamp failure based on log review but was not replicated in house. The stapler initialized, clamped, fired, and unclamped without any issues. Visual inspection was conducted and no damage was found. There was no broken piece of a stapler release kit (srk). The cause of the failure was not determinable. Fa found additional observations that was not reported by the customer. The instrument was found to have repeated clamping failures based on log review but was not replicated in house. The root cause was not determinable. The instrument was also found to have a derailed grip cable inside the housing. The root cause of this failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.